Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the patient had a drop in hemoglobin, hematocrit and platelets. Two units of blood products and one platelet were provided and heparin was withheld. The patient remained on impella cp support and was successfully weaned four days after implant.

Manufacturer narrative:
The device was not returned for evaluation. At the conclusion of the investigation, a supplemental report will be filed. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
Additional information indicated that, during patient support, the pump experienced placement signal unreliable alarm.

Manufacturer narrative:
B1 updated with product problem. B5 updated with additional information from the initial manufacturer device report number 1220648-2024-10938. D4 model number updated. F6 and f8 should have been left blank. G1 updated with correct MDR reporting contact email. G1-updated g1 manufacturing site name and address. H6 medical device problem code revised to include 2917 device sensing problem and component code 925 pump from the initial manufacturer device report number 1220648-2024-10938.

Manufacturer narrative:
The investigation into the optical signal issue and the thrombocytopenia issues has been completed since the original report was submitted. The device was not returned for investigation. The cause of the false position in aorta alarms was most likely patient condition related. The cause of the thrombocytopenia issue was not determined due to insufficient clinical information.